Event description:
It was reported that during the implant procedure of the extravascular (ev) lead the first tunnel was left sternal of the border and low r-waves were noted, the physician suspected the lung was compressing the lead. A second tunnel was completed closer to midline, the physician chose to keep this position. Once, hooked up to the device r-waves were at waves were 1.8-2.2 mv. Intermittent p waves seen at 0.15 mv at "worse case settings"and a successful dft was done, and the procedure was completed. The patient was checked thee hours post implant and their r-waves had dropped. Additionally, the patient would undersens the next qrs post premature ventricular contractions (pvc) at times and the second beat would have p-wave oversensing (pwos) detections were turned on, therapies off overnight. Upon, check the next day similar values were observed. Different sensing vectors were attempted but both had higher r-waves and noise with movement. The electrophysiologist opted to keep original programmed settings and check patient in a week. One week, post implant low r-waves and more frequent pwos was observed. Reprogramming was completed. A chest x-ray was completed and shows the lead may have moved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated diminished right ventricular sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.